Event description:
Clinical study. Same case as MFR# 6000089-2006-02535. It was reported that post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was in the mid left anterior descending (lad) artery. The lesion was 2.5mm wide, 10mm long, and 75% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with both a 2.5x16mm taxus express2 stent and a 3x12mm taxus express2 stent. There was no overlap of the 2 stents. Residual stenosis was 0%. Target lesion 2 was a de novo bifurcated lesion in the 1st diagonal. The lesion was 2.5mm wide, 10mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.5x12mm taxus express2 stent. Residual stenosis was 0%. The pt received an unspecified gpiib/iiia inhibitor during the procedure. The pt was discharged 2 days later on aspirin and plavix. On day 441, the pt had a tvr due to diffuse in-stent restenosis. The pt received another MFR's stent. The pt was discharged 4 days later. In the opinion of the physician, there is a probable relationship between the taxus stent and the tvr.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 6976757 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined.